Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that quality control (qc) was in range on the day of the event and they have not had any issues with qc. Ccc reviewed the filter and chem data, and found no issue. The cause of the discordant, falsely low troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low troponin result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). A sequential sample was drawn for the same patient (ID (B)(6)) and tested on an alternate instrument, resulted higher. The original sample was then repeated on an alternate instrument, resulting the same as the redraw sample result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.